Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was implanted after the expiration date. The expiration date was misread before the device was implanted. The device will remain implanted. The patient condition was stable before, during, and after the event.